Event description:
It was reported that there was an out of range (oor) error code (#59) on the external neurostimulator. The device was reprogrammed and the manufacturer representative followed all the steps in oor management guidance for troubleshooting. The physician decreased the amplitude to 0ma and then titrated the amplitude to effect. The oor message would occur again before they reached and effective amplitude. Different electrode pair configurations were tried as well. The twist lock cable was replaced and the device still reached oor before getting to effective amplitude. It was noted that the percutaneous extension was fractured and there was no therapy efficacy at the extension location.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).